Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open orange wire in the ECG "a and b" cable. There was no sign of external damage to the cable. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.